Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the patient saw error code 8476 on the ptm when she was trying to get a bolus. The patient was reportedly able to get a bolus later. The patient confirmed that there was no code on the ptm at the time of report. The patient was reportedly unable to give herself another bolus on the day of report. The patient's pump was intended to infuse morphine, bupivacaine, and clonidine. It was later reported that again the patient tried to give a bolus and got the error code 8476. The patient reported kept on pushing buttons and then received a bolus. It was reported that the patient was still having concerns regarding the device or therapy but was working with their doctor or the manufacturer's representative. It was noted that there were appointment dates of (B)(6) 2014.

Event description:
Additional information received reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014. A follow-up report will be sent if additional information becomes available. The following information previously reported under this manufacturer report # 3004209178-2014-12928 {the patient was reportedly unable to give herself another bolus on the day of report} pertains to a different event and is not applicable to this event.